Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four months and ten days of post deployment, inferior vena cava filter removal was performed which showed under structural technique the right jugular vein was punctured with a micropuncture needle under ultrasonic guidance. A 0.018-inch guidewire was introduced followed by a 4 french dilator. The dilator in place a 0.035-inch guidewire was introduced followed by placement of a 4 french pigtail catheter. The pigtail catheter was advanced into the right the iliac vein. Inferior venacavography was performed in the anteroposterior and subsequently multiple obliquities. The inferior vena cava was patent. The filter was noted to be tilted and pointed laterally and posteriorly. The tip in some of the legs of the catheter appeared to be embedded in the wall of the aorta and not accessible. Some of the legs also appears to have penetrated the caval wall. At this point a heavy-duty amplatz guidewire was introduced. A cone retrieval device was introduced. However multiple attempts and multiple guidewires were utilized in attempt to snare the top of the filter. However, the filter could never be captured into satisfactory manner and could not be removed. The catheters were removed, and hemostasis was obtained at the puncture site. Around, ten years and eleven months of post deployment, computed tomography of abdomen without intravenous contrast was performed which showed an inferior vena cava filter was seen within the infrarenal inferior vena cava but the filter was canted to the right with the tip of the filter position outside of the posterior lateral aspect of the inferior vena cava and several of the retention legs penetrate the vena caval wall both anteriorly and posteriorly. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and retrieval cone but were unsuccessful due to filter tilt, and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. The safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. H10: b5, b6, b7, g3. H11: g1, h6 (patient, device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. Approximately four months post filter deployment, during a scheduled filter retrieval procedure, a venacavogram demonstrated the filter to be tilted with the tip of the filter limbs embedded in the wall of the aorta. Multiple unsuccessful retrieval attempts were made with multiple devices, however, the filter was unable to be captured and removed. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for filter placement prior to gastric bypass surgery. The right common femoral vein was accessed and an inferior venacavagram demonstrated the inferior vena cava to be widely patent, however the renal veins were not identified. The catheter was placed and the right renal vein was identified at the level of t12-l1 and the left renal vein was identified at the caudal aspect of the l3 vertebral body. Additional injections of contrast were made to exclude the presence of any additional renal veins. As there was not enough space to deploy the filter below the left renal vein, the filter was successfully deployed in the inferior vena cava between the right and left renal veins. Completion venacavagram demonstrated successful positioning of the filter between the two renal veins. Approximately four months post filter deployment the patient was scheduled for filter retrieval. The right jugular vein was accessed and an inferior venacavogram demonstrated the filter to be tilted with the tip of filter limbs embedded in the wall of the aorta. Multiple unsuccessful attempts were made with a cone retrieval device and multiple guidewires, however the filter could not be captured and removed. The catheters were removed and hemostasis was obtained. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed in preparation for gastric bypass surgery. Four months post filter deployment, a venacavagram during a retrieval attempt identified the filter to be tilted and limbs perforating the ivc. Multiple attempts were made however the filter could not be removed. Based on the medical records, the investigation is confirmed for a tilted filter, limbs perforating the ivc, and difficulties in removing the filter. It is possible that the gastric bypass surgery caused the filter to tilt and perforate the ivc. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." A tilted filter could lead to difficulties capturing and retrieving the filter. The definitive root cause for the alleged issues are unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately four months post filter deployment, during a scheduled filter retrieval procedure, a venacavogram demonstrated the filter to be tilted with the tip of the filter limbs embedded in the wall of the aorta. Multiple unsuccessful retrieval attempts were made with multiple devices, however, the filter was unable to be captured and removed. The catheters were removed and hemostasis was obtained. No additional information was provided in the medical records received.